Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 2 states, "early or late postoperative infection and allergic reaction." Number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption, and or excessive, unusual and/or awkward movement and/or activity." Number 14 states, "intraoperative and postoperative bone fracture and/or postoperative pain." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same patient (reference 3002806535-2016-00015 and 00016).

Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty in 2007. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2013 due to patient allegations of pain and elevated metal ion levels. It was further reported from patient's legal counsel reported patient was revised on (B)(6) 2013 due to allegations of infection and fluid. The patient underwent a re-implantation procedure on (B)(6) 2014. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Patient's operative report noted during the (B)(6) 2013 procedure loosening of the acetabular cup and elevated cobalt serum ion levels. Patient's operative report noted before (B)(6) 2013 procedure, the patient underwent an irrigation and debridement procedure to remove fluid in the doctor's office on an unknown date. Patient's operative report noted during the (B)(6) 2013 procedure fluid and infected hematoma tissue. All products were removed and replaced with antibiotic cement spacer molds.